Manufacturer narrative:
The reported guide wire was received for analysis. A fracture was observed, and the fractured spring tip was not returned. Scanning electron microscopy revealed the guide wire fractured due to tensile forces by being stretched to the point of fracture. The instructions for use states, "the oad and viperwire guide wire are for use with diamondback 360 coronary oas components only." The root cause of the event is considered to be user error. At the conclusion of the device analysis, the reported event of a guide wire fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a procedure, the coronary viperwire guide wire was used to provide support during stent placement via a femoral approach. The 95% stenosed, heavily calcified target lesion was located in the right coronary artery (rca). The stent was expanded with a balloon, and the wire was pinned to the vessel wall along with the stent. An attempt was made to remove the wire; however, the stent then became crushed. The tip of the wire was fractured and partially located behind the stent. An attempt was made to balloon the stent back along the vessel wall, but the balloon was unable to pass through the crushed stent. The 2.5 centimeter guide wire fragment remained in the patient. The procedure was delayed greater than thirty (30) minutes. Additional intervention was not performed. The patient was transferred to the ICU, was stable, and bypass surgery was performed on (B)(6) 2020. The surgery was successful, the guide wire fragment was removed, and the patient was stable following the surgery.